Manufacturer narrative:
G4:09dec2020. B4:09dec2020 . The user-interface (ui) front bezel assembly was returned to manufacturer to failure investigation (fi) for analysis. The returned ui front bezel assembly was installed into known good test device. The device was booted up and was generating breaths, no errors were generated and the rotary adjustment assembly was functioning correctly. No fault found fi investigation could not replicate problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28sep2020.

Event description:
It was reported to philips that the device had a navigational ring failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The philips service technician evaluated the ventilator and confirmed the navigational ring failure. The philips service technician replaced the front bezel and the reported issue was resolved. The device passed all performance verification testing.